Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a chronic expanding type b dissection. This event was reported in the journal of vascular surgery 2008; 47: 1195-1202, june 2008. The stent grafts were implanted between 2001 and 2007. It was reported the patient received a talent device to treat a chronic expanding type b dissection and a contained rupture that developed due to a distal type 1 endoleak and re-pressurized false lumen 10 days post procedure. The distal descending aorta had aneurysmal disease that did not allow endovascular extension to exclude the aneurysm. The patient was treated by an emergency procedure involving replacement of the descending thoracic aorta. No additional clinical sequelae were reported and the patient was discharged.

Manufacturer narrative:
.